Event description:
Info provided from a maude report ((B)(4)) indicated that a pt with obstructive uropathy secondary to large right kidney calculus underwent CT guided lithotripsy access performed by interventional radiologist for planned lithotripsy by urologist on (B)(6) 2013. During procedure, the 0.018 micropuncture guidewire floppy tip sheared and was located partially within posterior lateral kidney parenchyma with extension into perinephric fat close to posterior-lateral abdominal well. On (B)(6) 2013 at 14.49, urologist performed a right percutaneous nephrolithotomy (calculus removal) and retrieval of foreign body (guidewire tip). According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Expiration date unk as lot number is unk. (B)(4). MFR date: unk as lot number is unk. Based on the event description provided, a pt with obstructive uropathy secondary to large right kidney calculus underwent CT guided lithotripsy access performed by interventional radiologist for planned lithotripsy by urologist on (B)(6) 2013. During the procedure, the 0.018 micropuncture guidewire floppy tip sheared and was located partially within posterior lateral kidney parenchyma with extension into perinephric fat close to posterior-lateral abdominal wall. The urologist performed a right percutaneous nephrolithotomy (calculus removal and retrieval of foreign body (guidewire tip). No adverse outcome to the pt was reported. No product was returned to assist with this investigation. The wire guide contained in the micropuncture access set is 100% inspected: the solder connections are examined to ensure good even flow of solder, are not sharp or rough with no evidence of grinding. The distal tip is verified to have specified weld or solder and is secure, rounded smoot, not sharp or offset. Additionally, there is a warning label on the wire guide holder that states: "withdrawal or manipulation of distal spring coil portion of wire guide through needle tip may result in breakage." The failure mode assigned to this case is separated. Based on the limited info provided, a root cause cannot be determined. However, similar events have occurred when the wire guide is removed or manipulated through the needle tip. The risk was assessed using risk assessment. The risk remains acceptable with inclusion of this event. No risk reduction is required at this time. We will continue to monitor for similar events. The appropriate internal personnel have been notified.